Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing noise signals and low amplitude r-waves. Additionally, it was reported that the patient has previously received inappropriate shocks while programmed in secondary vector. Device feature, smart pass has been unable to enable as a result of the low amplitude signals. Technical services (ts) was consulted and recommended programming and troubleshooting options. At this time, the device remains in-service. No adverse patient effects were reported. Additional information was received that this s-ICD has been explanted and upgraded with a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing noise signals and low amplitude r-waves. Additionally, it was reported that the patient has previously received inappropriate shocks while programmed in secondary vector. Device feature, smart pass has been unable to enable as a result of the low amplitude signals. Technical services (ts) was consulted and recommended programming and troubleshooting options. At this time, the device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported inappropriate shock, oversensing, noisy signals and low amplitudes.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing noise signals and low amplitude r-waves. Additionally, it was reported that the patient has previously received inappropriate shocks while programmed in secondary vector. Device feature, smart pass has been unable to enable as a result of the low amplitude signals. Technical services (ts) was consulted and recommended programming and troubleshooting options. At this time, the device remains in-service. No adverse patient effects were reported. Additional information was received that this s-ICD has been explanted and upgraded with a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported inappropriate shock, oversensing, noisy signals and low amplitudes.